Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had experienced high blood glucose level and had alleged that the insulin pump was under delivering because it was not delivering insulin. The customer¿s blood glucose level was 238 mg/dl at the time of the incident. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.